Event description:
Toothbrush head often comes off while brushing teeth - oral b io series toothbrush [device breakage]. Case narrative: consumer email stated that while brushing, the attached toothbrush head of oral-b io series 9s rose quartz toothbrush comes off, have to reattach the attachment. No injury was reported.

Manufacturer narrative:
Complained product will not be available.

Manufacturer narrative:
Complained product will not be available.

Event description:
Toothbrush head often comes off while brushing teeth - oral b io series toothbrush [device breakage]. Case narrative: consumer email stated that while brushing, the attached toothbrush head of oral-b io series 9s rose quartz toothbrush comes off, have to reattach the attachment. No injury was reported.